Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05-mar-2020.

Event description:
The customer reported that the blower runs fast. There was no patient involvement. Technical support provided remote assistance to the customer. The customer reported that replacing the blower and the flow sensor assembly resolved the problem.

Manufacturer narrative:
G4: 14jul2020 b4: (B)(6)2020 the replaced blower motor controller was returned for failure analysis. The error code related to blower temperature error was found in the ventilator log and was duplicated during testing. It was determined that the root cause of both problem was damage to the motor controller. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23jul2020. B4: 31jul2020. The replaced gas delivery system (gds) was also received for failure analysis. It was determined that the air flow sensor failed due to the "u1" component drifting out of calibration. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.